Manufacturer narrative:
Complaint conclusion: as reported, button 1 of a 6f/7f mynx control vascular closure device (vcd) could not be pressed at all during the procedure. Manual compression was performed for twenty minutes and recovered. There was no reported patient injury. The device storage temperature did not exceed 25°celsius. There were no visible signs of device or package damage prior to use. The mynx vcd was prepared and used in accordance with the instructions for use (IFU). The button on the device could not be depressed at all. The tension indicator was aligned with the markers on the handle halves before attempting deployment. No kinks were noted in the 6f non-cordis sheath or device after removal. A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle of 30¿45 degrees of the 6f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than 5mm. The puncture site did not have visible calcium or plaque. There was no vessel tortuosity noted at the femoral puncture site. There was no stent near the puncture site. The vessel did not have greater than 50% stenosis at the puncture site. The target femoral site had not previously been closed with any closure less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the mynx control vcd. The physician achieved certification on the use of the mynx control vcd and has used the device several times prior to this procedure. The mynx vcd was used in a percutaneous coronary intervention (pci) with a retrograde approach used. Other procedural details were requested but were not provided. One non-sterile 6f/7f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that both button 1 and button 2 were not depressed. The stopcock was found open with a cordis mynx syringe attached to the unit. The sealant was present in its manufactured position, fully covered by the sealant sleeves, which exhibited a kinked condition. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A dimensional analysis to measure the slit length could not be executed due to the kinked condition observed on the sealant sleeves. A simulated deployment test was performed to ensure functionality. The unit operated as intended, deploying the sealant and retracting the balloon as expected. After the tension indicator was aligned by pulling the atraumatic tip in the distal direction, button 1 and button 2 were depressed in the instructed sequence without difficulty. The reported event of ¿button #1-frozen/locked¿ was not observed through analysis of the returned device since it was able to be fully depressed without issue during functional analysis. The exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to frozen/locked button 1 experienced since the button was able to be fully depressed during analysis. However, handling factors (even though it was reported that the tension indicator was aligned prior to attempting depression) was possible. Additionally, regarding the kinked condition of the sealant sleeves, procedural/handling factors (such as excessive force applied during insertion into the sheath) possibly contributed to the condition noted. However, as this condition was not reported by the customer, it is unknown if this received condition occurred due to manipulations after the procedure. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user aware of the risks. As warned in the IFU, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ also, the IFU states, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window.¿ neither the product analysis, nor the information available for review suggests that the issue experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, button 1 of a 6/7f mynx control vascular closure device (vcd) could not be pressed at all during the procedure. Manual compression was performed for twenty minutes and recovered. There was no reported patient injury. The device storage temperature did not exceed 25°celsius. There were no visible signs of device or package damage prior to use. The mynx vcd was prepared and used in accordance with the instructions for use (IFU). The button on the device could not be depressed at all. The tension indicator was aligned with the markers on the handle halves before attempting deployment. No kinks were noted in the 6f non-cordis sheath or device after removal. A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle of 30¿45 degrees of the 6f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than 5mm. The puncture site did not have visible calcium or plaque. There was no vessel tortuosity noted at the femoral puncture site. There was no stent near the puncture site. The vessel did not have greater than 50% stenosis at the puncture site. The target femoral site had not previously been closed with any closure less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the mynx control vcd. The physician achieved certification on the use of the mynx control vcd and has used the device several times prior to this procedure. The mynx vcd was used in a percutaneous coronary intervention (pci) with a retrograde approach used. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.